Event description:
Procedure type: lower anterior resection. According to the reporter: at setting of the rectum with reload 030458 the endo gia universal 030449 broke apart on shaft and handle. Parts of the instrument fell into the site of the pt. The half fired reload was pulled back with the opening mechanism of the handle. A new handle, egiaustnd with a new magazine 030458 was used for continuing the setting of the rectum, without any problems. The parts of the handle were removed out of the situs checked with x-ray. There was no injury to the pt, no extensions of surgery, no blood loss, no extension of incision, and no damage of tissue. No reinforcement material was used in conjunction with this stapling device.

Manufacturer narrative:
(B)(4).